Event description:
The manufacturer received information alleging a ventilator inoperative alarm occurred during a pre-delivery check. There was no harm or injury reported. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. However, the corresponding error was confirmed in the log. The error indicates that communication failure occurred, and the system control board needs to be replaced. The repair was canceled due to lease being up and this unit will be scrapped.